Manufacturer narrative:
Additional contact information: (B)(6) clinic, cancer ctr pharmacy (B)(6)

Event description:
Information was received indicating that a smiths medical, cadd-legacy plus pump was alarming no disposable clamp tubing. Per reporter when device was restarted it alarmed no dispsable, pump won't run. It was also reported that air bubbles were present in the cassette tubing. The reporter attempted to resolve the issues by reviewing the settings, turning pump off, checking the tubing was clamped and tapping the cassette to remove the air bubbles, however the system alarm returned upon restart. Per reporter residual volume was: 22.9 ml, rate 3 and 115.10 ml was given. No adverse patient effects were reported. Per reporter, no additional information is available at this time.